Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and per the physician the reported migration is related a dilated left ventricle significantly due to patient not coming to their appointments after the clip was implanted. Therefore, the reported migration is related to patient conditions. Additionally, the reported mr resulting in dyspnea appears to be due to the migration and patient conditions (dilated left ventricle). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2025 to treat functional mitral regurgitation (mr). One clip was implanted with excellent results. The patient returned to the follow up appointment with shortness of breath and severe mr, and it was noted that the clip was still in place but was a bit tilted. On (B)(6) 2025, two additional clips were implanted reducing mr to grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2025 to treat functional mitral regurgitation (mr). One clip was implanted with excellent results. The patient returned to the follow up appointment with shortness of breath and severe mr, and it was noted that the clip was still in place, but was a bit tilted. On (B)(6) 2025, two additional clips were implanted reducing mr to grade 2.